Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain and swelling. The surgeon noted a lateral patellar facet impingement and arthrotomy rupture. CT scan revealed significant lateral tilt, and examination revealed increased lateral translation of the patella. There was some lateral patellar bone flush with the button that was thought to be possibly impinging. All components were noted to be well-fixed. The surgeon also noted a 20-degree flexion contracture and was having significant anterolateral knee pain and pain over the arthrotomy repair proximally. The tibial insert was the only product revised. Doi: (B)(6) 2017. Dor: (B)(6) 2017, left knee.